Manufacturer narrative:
Concomitant products: unknown zimmer longevity liner. Part: 00875705201 name: continuum tm shell clust 52 ii lot: 61411124. Part: 00625006535 name: bone scr 6.5x35 self-tap lot: 61445397. Part: 00408801226 name: epoch ii,bfc,ext offset,sz 12 lot: 60567442. Unknown biolox head. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. As stated in the external radiologist review, the differential considerations for chondrocalcinosis is cppd arthropathy (pseudogout) which may be a possible etiology for left hip inflammation and joint effusion.thin radiolucency at the tip of the femoral stem (less than 2 mm in width) and endosteal sclerosis (pedestal formation) at the tip of the femoral stem suggests bone stress response at the distal prosthesis may be associated with instability/loosening of the femoral implant and thigh pain. However, a definitive root cause cannot be determined by the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain post revision hip arthroplasty and has undergone cortisone shots every 4-6 month due to the pain. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(4). Information was received from a consumer who is not required to submit form 3500a. This report will be amended when our investigation is complete. (B)(4). Concomitant medical products: part: unknown zimmer longevity liner part: 00408801226 name: epoch ii,bfc,ext offset,sz 12 lot: 60567442 part: 00875705201 name: continuum tm shell clust 52 ii lot: 61411124. Multiple MDR reports were filed, please see associated reports:

Event description:
The patient underwent initial left hip arthroplasty. Subsequently the patient is experiencing a possible allergic reaction, pain, and fluid buildup. It was noted that the patient underwent cortisone shots, and fluid drainage as a continuation of care every 4-6 months between each procedure. Attempts have been made and no further information is available at this time.